Event description:
It was reported that during a follow up, increased pacing lead impedance and increased capture thresholds were observed. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high rv pacing lead impedance was confirmed via review of programmer reports. The programmer reports showed fluctuating rv pacing lead impedance measurements. The device was tested on the bench and using automated test equipment; pacing lead impedance measurements were normal. The cause of the high pacing lead impedance measurements was not conclusively determined.